Event description:
I had breast implants placed in (B)(6) 2005. Shortly after I noticed blisters at my incision site that healed with steroids. Then beginning in 2006, I became very ill. I was having horrible headaches, fatigue, nausea, ringing in the ears, joint pain, diarrhea, bloody diarrhea, severe abdominal pain. It wasn't until (B)(6) 2007 that I was diagnosed with crohn's disease. In 2008, I was still experiencing severe abdominal pain, diarrhea, and nausea. (B)(6) 2007 I was admitted to the hosp for another autoimmune condition, pyoderma gangrenosum. I spent 3 wks in the ICU and a total of 3 months in the hosp. I had to cancel my wedding that was planned and paid for on (B)(6) 2007. I underwent 23 surgeries to débride wound and perform skin grafting. Drs think the problems was triggered by my recent diagnosis of crohn's that was still not under control. I still have my breast implants in place and home to have them removed to see if I can finally get control of my crohn's. I have spent the past 14 yrs trying med after med without any real relief. I have been on remicade, humira, cimzia, entocort, asacol, prednisone, and now entyvio. My imaging and scopes all show continued inflammation. I have chronic lymphadenopathy and have underwent biopsies that come back with necrotic tissue. Most of my swollen lymph nodes are in my right side of my neck, chest and armpit. I have a weakened immune system and have had multiple hospitalizations related to those illnesses. Like valley fever, myoplasma pneumonia, c-diff. I still suffer from brain fog, fatigue, anemia, ringing in the ears, hair loss, vision changes, severe joint pain with two hip surgeries, nausea, vomiting, insomnia, decreased libido, headaches, diarrhea, bloody diarrhea, abdominal pain, breast pain, weight gain, unable to lose weight despite high intensity interval training 45 mins per day, 4-5 days a week. I have anemia with hgb 8.7, low iron levels- 7, elevated crp, esr, rheumatoid factor is elevated. Pcos, endometriosis, anxiety, depression, reflux, valley fever with disseminated cocci, osteoarthritis. FDA safety report ID# (B)(4).